Event description:
Event description guidant received information from the patient, that five days post implant, this cardiac resynchronization therapy-defibrillator (crt-d) device was reportedly emitting beeping tones.